Manufacturer narrative:
The investigation of the complaint has been completed. The circuit board was returned, it controls the compressor motor, the valves and measures pressures. It has two pressure sensors, one measures the wall air pressure, the other measures the pressure from the compressor motor. If any of these pressures are too high, a high pressure alarm is generated. Visual inspection and mechanical stressing of the circuit board did not reveal any defects. The returned circuit board was installed in a reference compressor and connected to a reference ventilator without wall air connected. The compressor went into standby, as reported, the circuit board was defective. However, the reported issue was intermittent, the root cause could not be determined. If the compressor fails it may lead to stop of ventilation if no oxygen is connected to the ventilator.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the compressor went into standby while it was connected to a ventilator. The compressor. Generated a high pressure alarm. There was no patient involvement. Manufacturer ref. #: (B)(4).